Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that an unknown, continuous audible alarm was observed. The audible alarm occurred while the patient's system controller was connected to the power module, but the system controller, heartmate touch monitor, and the system monitor displayed no alarms. The system controller was connected to two unique power modules. The alarm was reproduced on both power modules by manipulating the white power cable. There was no visible damage noted on the white power cable. The alarm did not occur when connected to battery power. The patient had a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: damage white power lead strain relief and green fluid ingress. The reported event of a continuous tone was confirmed. The system controller was returned for analysis and a log file was downloaded for review with events spanning approximately 2 days ((B)(6)2021, (B)(6)2021 per time stamp). Events occurring on (B)(6)2021 occurred during lab testing at abbott. There were no alarms related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. However, when connected to the power module, a continuous tone was active, confirming the reported event. The system controller was further investigated. A resistance and insulation test were performed on the dual power leads and when the white cable was manipulated near the kink in the power lead, the cable did not pass. The white power lead was stripped at the location of the kink and a broken yellow wire (alarm out) was observed. Additional provided information communicated on (B)(6) 2021 stated that there was no visible damage to the white power lead; however, an alarm was noted with manipulation of the cable. The controller alarmed with a continuous tone without the controller displaying an alarm on the screen. The root cause for the reported event conclusively determined to be due to a broken yellow wire in the white power lead of the system controller. The device history records were reviewed for the system controller, serial number (B)(6), and the system controller passed all manufacturing and qa specifications. Heartmate iii instructions for use section 3 entitled ¿powering the system controller¿ and heartmate iii patient handbook section 3 entitled ¿powering the system controller¿ addresses not to twist, kink, or bend any of the system cables, including the system controller power leads. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.